Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer's blood glucose level. Pump is not being replaced as it is out of warranty. Further information regarding the event is not provided.